Manufacturer narrative:
The ICD was returned for analysis and inspected. Initial interrogation revealed the battery status eri. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. There was no indication of a device malfunction.

Event description:
It was reported that this device was exchanged approx. 76 months after the implantation. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.